Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -14.0/2.0/008 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a same model and size lens due to low vault. The replacement lens was implanted vertically and the problem was resolved. The cause was reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue on the lens. Visual inspection found the haptic bent and deformed with foreign material on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).